Event description:
Per the clinic, the device was explanted due to an infection (osteomyelitis) on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous MDR submitted on june 09, 2025, with report number 6000034-2025-02250 is a duplicate to 6000034-2025-01364.